Event description:
It was reported that the crosssail dilatation catheter was inflated 3 times to dilate another company's stents. On the 4th inflation, the distal end of the balloon was seen to be inflated; however, the proximal and the mid portion of the balloon had not inflated. Contrast was observed flowing down the lad and a small pinhole was suspected on the distal end of the balloon. Due to the device being pressurized to 12 atm, the contrast within the balloon was being forced out of the hole at a high pressure, resulting in a total dissection of the lad. The pt became hypotensive, bradycardic, and very symptomatic. The dissection was treated with a stent and the pt required no further treatment.